Event description:
It was reported that (1) device was used during a lung resection. It was reported by the rep that the ez45b handle broke. During videoscopic lung resection, the black firing handle of the ez45b broke off as the surgeon attempted to fire the instrument. There was an extended or time of 5 minutes. Another instrument was used to complete the case.